Event description:
It was reported that post implant is was found that the atrial lead had dislodged. The lead was replaced later that night as the physician chose to implant a new lead instead of revising the old lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).